Manufacturer narrative:
Explant date: - remains implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report MFR# 1825034-2016-01544 with the submission date of may 11, 2016 was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-02607 / 2015-2608 / 2016-01544). Product location unknown.

Event description:
It was reported that patient underwent right total hip revision procedure approximately ten years post-implantation due to high chromium levels. The head and taper were removed and replaced with a biomet head and active articulation polyethylene acetabular liner. Patient's legal counsel reported that patient underwent a revision procedure approximately 10 years post-implantation due to allegations of pain, discomfort, loss of range of motion, metallosis, metal debris, elevated metal ion levels, inflammation and difficulty sitting and standing. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.